Event description:
On 8/24/94 distributor learned form the center that on 8/10/94 the ventilator had stopped working on a pt. According to the center the unit made a loud popping noise and then blowing noise was coming out from it. The pt was "ambued" and the incident had no adverse effect on the pt.